Manufacturer narrative:
The reporter's meter and test strips were requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. UDI number = (B)(4). Initial reporter occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that a patient had issues with coaguchek xs meter serial number (B)(4). The result displayed on the device did not match what was recorded in the meter's patient result memory. On (B)(6) 2021, the patient tested with the meter and the result displayed by the meter was 1.8 inr. When checking the meter's patient result memory, a value of 2.9 inr is displayed for this measurement. On (B)(6) 2021, the patient tested with the meter and the result displayed by the meter was 2.0 inr. When checking the meter's patient result memory, a value of 2.8 inr is displayed for this measurement. The reporter performed a display check on the meter and there were no missing segments or pieces from the results field of the display. "888" is displayed in the results field. The patient's testing frequency is weekly. The reporter used test strip lot number 49408221, with an expiration date of 31-mar-2022.